Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. During the revision procedure, the patient's superior vena cava was perforated leading to tamponade. A new system was implanted abdominally. There were no additional adverse patient effects reported.